Manufacturer narrative:
Of the 10 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 6 were found to be malfunctioning due to a bolus button defect with moisture in the pump. During investigation for unrelated complaints, there were 5 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 10 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio bolus w/ moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-25 years of age and between 20 and 20 pounds. Of the reported patients, 7 were male and 3 were female.